Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the forceps channel port, plastic distal end cover, and light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation. It is likely that reprocessing was not conducted properly due to leakage from plastic distal end cover. Subsequently, the material was not possibly eliminated. However, a definitive root cause could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: gif-h185 operation manual ¿chapter 3 preparation and inspection¿. Prevention measures are written in IFU: gif-h185 reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.